Event description:
In 10/06, the pt's husband contacted the MFR to report removal of the ipg due to infection. The hcp reported the system was removed after 30.4 months implant duration. It is unknown if perioperative antibiotics were administered and the pt does not have meningitis. The pt presented with symptoms of infection in 2006, that included redness, drainage and incisional wound opening and the primary location of the infection was reported as the device lead track. A culture was obtained from the electrode extension cable and staph aureus was identified as the causative organism. IV antibiotics were administered to treat the infection and the pt realized total device system explant. The infection reportedly has resolved. The hcp indicated the pt's pre-existing condition of diabetes was a possible risk factor prior to implantation of the device. The product was explanted but has not been returned to the MFR for analysis.